Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited diaphragmatic stimulation. An x-ray later on showed that the lead had dislodged into the device pocket. Lv pacing was turned off and a repositioning procedure was scheduled. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.